Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a bicuspid native valve with aortic insufficiency, the valve released and dislodged. The valve was snared due to mitral interference. Upon snaring the initial valve up, the depth looked acceptable and it was determined not to implant a second valve. A balloon aortic valvuloplasty (bav) was performed with 26 mm and a 29 mm non-medtronic balloons to further anchor the valve. The patient¿s pressures were reported to be stable following the procedure. No additional adverse patient effects were reported.